Manufacturer narrative:
Investigation summary: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported low flow alarms following implant. The alarms could not be confirmed; no log files were submitted for this evaluation. However, the vad was reported to be working as intended with no issues. The patient was given fluid and was suspected of having rhf. An rvad was later implanted. Additional information reported that the outflow graft clip was in place; however, the patient returned to the operating room (or) on december 10th where they found goretex was potentially decompressing the outflow graft and right ventricle. An rvad was placed on december 9th where there was adequate flow (3.7 lpm) with rvad and only low 2.0¿s for hm3. The plan is to keep the chest open and observe the patient¿s status. The patient remains ongoing on vad support with no further related issues. The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Recommended implant techniques are also outlined in the IFU.

Event description:
Additional information reported that the patient had progressive decline and low flow alarms, tee revealed rv dysfunction, hypotension and continued up titration of pressor support. The patient had tandem heart placed in the operating room for support. The patient was started emergently on continuous renal replacement therapies (crrt); however, the patient failed to recover despite maximal medical therapy. The patient's family decided to withdraw support and provide comfort care only and subsequently expired on 11dec2018.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported by the vad clinician that patient was having continuous low flow alarms. The surgeon was concerned at that time with the right heart due the ongoing low flows, fluid was administered through the night where by sunday morning, they noticed the patient in right heart failure. The pap was 28/16 and cvp 19. The patient was taken to the cath lab for an rvad (tandem). The tandem device was set at 7500 rpm with flows of 3.7 lpm. The hm3's speed was increased to 5500 but flows ranged from 2.3--2.5 lpm. Log files were sent where results indicated no issues with the pump. They have started the patient on dobutamine and epinephrine. Additional information reported that the outflow graft clip was in place; however, the patient returned to the operating room (or) on (B)(6) where they found goretex was potentially decompressing the outflow graft and right ventricle. An rvad was placed on (B)(6) where there was adequate flow (3.7 lpm) with rvad and only low 2.0¿s for hm3. The plan is to keep the chest open and observe patient¿s status.